Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: h6 proposed component code: mechanical (g04)- impactor. Visual examination of the provided picture identified the impactor broken in half on an or table among other instruments. It is unknown if all fragments are shown in the picture. The handle to the device was not identified in the picture. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor tip broke. There was no patient impact. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.